Event description:
It was reported that the patient has been complaining of heating in the pocket about once or twice per month. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.